Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for multiple back operations. It was reported that all pairs with #0 were > 10,000. It was said there were no therapy changes and the patient was getting good therapy. The patient was not currently using #0 and the bottom lead electrodes #6, 7, 14, and 15. The doctor was going to be made aware of the high z on lead, but that it won¿t affect the patient¿s therapy because they were not using that electrode. The patient was having their ins replaced due to normal battery depletion. No symptoms or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on 2017-sep-28. The rep stated that the cause of the impedances being greater than 10,000 ohms was not determined. There was a high impedance when tested during post-op. The information was confirmed with the healthcare professional (hcp). Since the patient was still getting good coverage and had no complaints regarding the stimulator, the hcp only replaced the battery. No further complications were reported/are anticipated.